Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced small bowel obstruction due to failure of the mesh, erosion of the mesh into the bowel and adhesions of mesh to bowel. Post-operative patient treatment included mesh revision surgery.